Event description:
It was reported that a drill bit broke off into the bone during surgery to repair the right radial head. The surgeon elected to leave the fragment within the bone. The procedure was completed successfully without further difficulty. There was reported delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Should have been (B)(4) 2012 on follow-up one to reflect the date the device history record closed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was incorrectly reported on the initial medwatch that there was a surgical delay reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: a review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The lot number provided could not be verified; therefore, further investigation cannot be performed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.